Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 12/01/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported events as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to have a "broken lap-band port. Additional treatment: "hiatal hernia, h. Pylori." The port was removed and replaced.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received access port I with, taper ii. Also received additional piece of port tubing with the ss connector attached. An opening was noted on the taper. Brown discoloration was noted on the taper tubing. Particulate matter was noted on the taper tubing. Brown discoloration was also noted on the port septum. A port leak test was performed and leakage was observed from the opening noted on the port taper. A fill inspection test was performed, and no blockage was noted when di water was passed through the port septum, or through the port tubing. Under microscopic analysis, a smooth edged opening was noted at the port taper tubing junction. The end of the port tubing was noted to have striations, consistent with a surgical end cut. The end of separate piece of port tubing with the ss connector, measuring approximately 1.5 inches in length, was also noted to have striations, consistent with a surgical end cut.